Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w (B)(4) was received used, opened without the original packaging, lot# was not confirmed, and the stapler was received with remaining staples. The failure mode stuck in stapler was confirmed with sample received during visual inspection. A full functional inspection could not be performed due to sample's condition. The internal components of the cover block were damaged and there were missing components of the stapler; anvil, tool form & spring. Therefore, failure mode stuck in stapler reported by the customer could not be duplicated with the sample received. The root causes for the issues found during the visual and functional inspections are unknown and corrective actions cannot be established due to the condition of the seriously damaged sample received. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (3 staples per stapler). However, we will continue to monitor trending of similar complaints.

Event description:
It was reported that the device produced the first clip and then the staples jammed. The patient's condition was not reported.

Event description:
It was reported that the device produced the first clip and then the staples jammed. The patient's condition was not reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.